Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the apex due to unknown product performance anomaly. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.